Event description:
It was reported that during an a closure of an ileostomy. The surgeon has explained that after firing the device the staple line looked fine and there were no complications when firing. However on (B)(6) 2012, the patient was returned to theatre with peritonitis and the patient subsequently expired. The device was discarded.

Manufacturer narrative:
(B)(4). Device b batch# (B)(4). Expiration date: 11/15/2011.: manufacturing date: 12/15/2016. Two devices were received for evaluation. Device (a) was received with three reloads. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual condition and without a reload. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties. The staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process and the devices met release criteria.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information provided why was the procedure being performed? Reversal of loop ilesotomy - restoring of bowel community. Were other products were used during the initial procedure? Cdh and echelon flex, but this was used in the rectum, not related to the formation of the ileostomy. You indicated in your email below that the "staple line for the side by side anastomosis (trouser leg) had partially failed towards the middle of the staple line. The second firing to close the otomy was not considered to have failed. His words", "it seemed as if the staple line was missing staples towards the middle of the staple line." When was this observation made? During the initial procedure or the second procedure? How was the issue corrected? This was noted on the specimen when check at pathology, after the second procedure when the patient was noted to have expired. - anastomosis was tested and all was fine. The missing staples were noted at pathology. All looked fine after the stapler was fired. What was the patient's pre-op diagnosis? Bowel cancer for the first procedure and this would have subsequently been clear for the second procedure. Do we have information about the patient i.e. Pre-op diagnosis, patient medical history, age, gender? Only information released by surgeon is the patient was male. Had the patient undergone any treatments that would compromise the tissue condition where the device was fired? No was an autopsy performed? Not that the surgeon is aware ¿ awaiting for a report from the coroner to detail the conclusions to summarise the cause of death. If yes, what was the cause of death? At this stage unknown. What was the lot# for the device? Unknown, unclear of where the device is. This is not going to be released to us, if they do have